Manufacturer narrative:
Model#: unknown; no information has been received to date. Operator of device: patient/consumer. No product sample is expected to be returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient that the pump was alarming 'no disposable' on both pumps while using same cassette with flow stop. Despite troubleshooting, alarm persisted. No patient injury was reported.

Manufacturer narrative:
Other text: d4: device serial number/lot number is unknown. H4: device manufacturing date is unknown. H6: event problem and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.